Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated it's been hurting and the patient is looking for someone to remove their implant. The patient is having trouble with their back and it's not helping their leg and it makes them worse. The patient's back really hurts where the implant is. The patient previous healthcare provider (hcp) is no longer in the country. The patient also mentioned that her therapy was reprogrammed to optimize their therapy a few years ago, but that did not help. The patient mentioned she was told at that time "it was time for a new one", but did not share why this was allegedly told to her. When asked about the onset of the reported pain, the patient stated quite a while. No further complications were reported. No additional patient symptoms were reported.